Event description:
It was reported by repair work order that the head end brakes could not remain engaged due to a damaged brake adjuster. It was also reported that the set screw was missing which could cause the litter to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.